Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low power alert became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset in order to clear the alert, and resume insulin therapy. Customer's blood glucose level was 316 mg/dl.